Event description:
The customer reported the vertical list is not functioning. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the sys and replaced the gib board battery, and adjusted the 5v power supply. (B)(4).